Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus of the device did not align with the cursor on the screen; the bezel overlay was replaced. It was also noted that the power cord insulation was pulling out, yet functional; the power cord was replaced. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was inaccurate. It was stated that a new stylus was already ordered and installed with the software. The programmer has been returned to service. There was no patient involvement.